Manufacturer narrative:
Device not returned.

Event description:
It was reported that a power source alert occurred and the usb cable could not charge pump battery. Customer changed usb cable to resolve the issue. There was no reported adverse impact to customer's blood glucose.